Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Upon review of transmission, it was found that right ventricular (rv) lead exhibited failure to capture. The rv lead was capped and replaced on (B)(6) 2023. Patient condition was stable.